Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore tag thoracic endoprosthesis instructions for use, do not attempt to advance or withdraw guidewire, catheter, or other device through the introducer sheath and/or dilator if resistance is felt. Use fluoroscopy to determine the cause. Continued advancement or retraction against resistance may result in serious injury to the patient, damage to or breakage of the guidewire, catheter, or other device.

Event description:
On (B)(6) 2011, the patient underwent repair of a thoracic aortic aneurysm and was implanted with two gore tag thoracic endoprostheses. Upon removing the gore introducer sheath with silicone pinch valve strong resistance was felt and the patient's iliac artery ruptured. The physician performed an open surgery where a femora-femoral bypass was performed and a gelsoft vascular graft was implanted. The patient tolerated the procedure.